Manufacturer narrative:
(B)(4). Sample was not returned for evaluation, however, a companion sample was available. Visual and functional testing were unable to identify and nonconformities. The report could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bubble formed in a uromatic y-type irrigation set during rinsing. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.